Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial#: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type: catheter, product ID: a810, serial#: unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the company representative. Reported, that the cause of the inability to aspirate was not determined.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial #: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-dec-2012, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the tablet was currently showing "prime bolus in progress 19 min", but it was not counting down even after 10 minutes had passed. The agent had the caller verify the prime was programmed and started via looking at the reports. The caller confirmed the report reflected that the prime was started. The agent told the caller to make sure she saw medication coming out of the tip of the cap (catheter access port) when the back table prime was complete. The reporter stated that they may need to do a catheter revision for the patient because they were unable to aspirate but the physician had not decided yet. Additional information was received on 10-jul-2024 at which time it was reported that the patient was having a routine pump replacement procedure for eri (elective replacement indicator) when the catheter was unable to be aspirated. The cause was not determined. No actions were taken during the procedure because the patient was not consented for a catheter revision. The patient had not reported any symptoms prior to the surgery. The next day (B)(6) 2024), the patient was taken back to surgery and the catheter was replaced.